Event description:
Consumer has received burns from the heating pad on two separate occasions. The first burn was to her leg, around her knee. The second incident was a burn to the right buttocks. The second burn has not healed on its own in the two weeks since the event. The customer received burn cream from her doctor and the burns are slowly healing.